Event description:
During a roux-en-y procedure, the reload, a tr45w, did not fire all of the staples. The device cut the stomach, but did not staple on one side. The doctor had to go higher on the stomach, which was not planned. The o.r time was increased 20-30 minutes. There was no additional patient consequence.